Manufacturer narrative:
No additional information is available.

Event description:
A beckman coulter inc (bec) (B)(4) reported receiving alanine amino transferase (alt) cartridge which had leaked. Personal protective equipment was used when handling the cartridge. No injury or exposures were reported.